Event description:
It was reported that patient underwent primary hip procedure in 2007. Patient fell after the stem taper broke in (B)(6) 2012 and revision surgery was performed on (B)(6) 2012. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 2007 (exact date unknown). Device manufacture date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4) 2012.

Manufacturer narrative:
Evaluation of the returned stem indicated the failure was due to fatigue, as suggested by the presence of beach marks on the fracture surface. It is possible the fatigue failure of the stem was initiated by a fretting/galling process, possible evidence for which is the white residue around the taper interface. There are a number of factors that can affect the performance of the taper: debris in the taper interface, damage, improper seating due to poor impaction and malalignment. These factors and related recommendations are listed in the magnum packaging insert. Evidence of stripe wear indicates that some subluxation occurred. This could also have led to higher than normal stresses and contributed to the fretting/galling process and eventual fracture of the taper. Unfortunately, the absence of radiographs and surgical reports prevents any further indications of factors contributing to the failure, such as alignment or possible sizing problems of the components. Information regarding the patient activity levels, weight and height are also unavailable.